Event description:
On (B)(6) 2019 patient was running errands and when she bent over the device fell off. Patient stated it's hot in (B)(6) and sweat may have caused it. Patient confirmed that applies alcohol and allows it to dry prior to applying the device.